Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704,as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Tamper seals were removed/broken on the bottom case. Top case was cracked by front corners, tube holder and left side of handle. Bottom case was cracked by l-bracket screws and battery door. Plunger head was cracked by all screws. Fluid ingression inside plunger head. Force sensor test error was observed in the event history log. Force sensor test error was found at power up process and unable to calibrate the force sensor. The root cause of the reported issue was found to be plunger assembly was found with fluid ingression. The technician replaced the whole plunger assembly, plunger cable and plunger tube. Performed power up process and all functional testing which passed.

Event description:
It was reported that force sensor test failure occurred. No patient injury was reported.